Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s age was reported only as ¿late 70¿s.¿ additional device product code is max. (B)(4). (B)(6). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the t-pal spacer applicator inner shaft was broken during and unspecified surgery on (B)(6) 2016. The surgeon first experienced difficulty detaching the applicator inner shaft from the spacer after implantation. He pulled out the applicator outer shaft and he was trying to detach the inner shaft from the spacer by "swinging" it but then the tip of the inner shaft (the bifurcated part of about 10mm length) came apart. The surgeon was able to remove the inner shaft without damaging the pachymeninx. All broken pieces were removed from patient and the surgery was completed successfully and without delay. This report is 2 of 2 for (B)(4).